Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having low blood glucose of 50mg/dl and the pump alarmed lost sensor. Customer treated with juice. Customer declined low blood glucose troubleshooting as they knew the reason for the low. No further details given.